Event description:
A customer reported receiving a minimum fill notification while loading a new cartridge into their insulin pump. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to remove the pump from its case, clean the pneumatic tap area, and guided them through loading a new cartridge using the proper technique. After these steps, the customer successfully loaded the cartridge and resumed insulin delivery.